Event description:
Healthcare professional reported "rupture" via MRI. This is for the right side. The device has been explanted, replaced and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to b3 partial date of event: (B)(6) 2025 was provided. Continued e1 phone number: (B)(6).